Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic hemostasis procedure for treatment. The clinician stated that both jaws of the resolution clip device separated during deployment. Two subsequent devices were used, but with the same results. The procedure was completed successfully with another of the same device. No other information is available at this time. If any additional relevant information is received, a supplemental medwatch form will be filed. Please note associated medwatch reports 6000048-2006-00418 & 6000048-2006-00419.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.